Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced mental and physical pain, permanent injury, and has undergone medical treatment. Per additional info received, the pt has experienced vaginal mesh erosion and internal irritation. She also had two mesh removal procedures. However, the amount of mesh remaining is unk.

Manufacturer narrative:
The device remains implanted. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera, which may occur during needle passage." (B)(4).